Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states the patient tested 2.0 inr and 2.1 inr on the coaguchek xs plus system while a comparison lab returned as 1.47 inr. The patient was treated with heparin. No adverse event reported. Requested return of suspect system.